Manufacturer narrative:
The gas loss alarm was resolved by having the user verify that there was no blood or discoloration in the helium tubing, followed by pressing and holding the iab fill key until the pump completed an auto-fill. The pump was then successfully restarted without further alarms. The user was also educated on possible causes of the alarm.

Event description:
The user called the emergency support program line for assistance with a gas loss alarm. No patient harm was reported.